Event description:
An implant card was received indicating that the patient underwent lead replacement surgery. The lead impedance was marked as "ok". The lead has not been returned for analysis.

Event description:
On (B)(6) 2013, a physician reported high impedance during interrogation of a patient¿s device on (B)(6) 2013. The device was disabled, and the patient was referred for revision. No x-rays were taken. There were no specific incidents or events that may have caused or contributed. Clinic notes dated (B)(6) 2013 were received, and the current settings were provided. High impedance was seen during two interrogations of the device on that date. The patient denied abnormal sensation over the location of the device or over the right side of her chest. Notes dated (B)(6) 2013 indicated that the patient had a few breakthrough seizures since the last appointment. She noted that her vns doesn¿t work. The patient had an event and attempted to use the device without success. Surgery is likely but has not taken place.

Manufacturer narrative:
(B)(4).